Event description:
The customer reported salt deposits (mostly dried) within and below a coulter lh 750 hematology analyzer while cleaning the unit. The customer technical support (cts) representative assessed that there was a fluid leak, which had dried. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak in tubing through port 1 of the blood sampling valve (bsv). Port 1 clears the waste from the bsv. The fse repaired the tubing to resolve the issue. The repairs were verified per established service procedures. (B)(4).